Manufacturer narrative:
D10: concomitant devices: (B)(6), 180-65-15 - alteon 6.5mm screw, 15mm. (B)(6), 160-10-12 - pf stem taper plasma h/a sz 12. (B)(6), 170-32-93 - biolox delta femoral head 32mm od, -3.5mm. (B)(6), 180-01-48 - nv crown cup clstr hole 48mm group 1. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 63 months after a right total hip replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, and inability to lift her leg. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported prosthesis wear is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided. H6: corrected medical device clinical code.

Manufacturer narrative:
H6: corrected health effect clinical code.